Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additionally, pacing threshold measurements were unattainable after the impedance measurements increased to greater than 2,000 ohms. During a routine device change out procedure, this lead was surgically abandoned and was not replaced. No adverse patient effects were reported.